Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer jammed. A field service engineer found that the rails had failed and needed replacement. A field service engineer cleaned and secured all connections as a preventive maintenance the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, drawer jammed and would not close. The customer stated that there was no delay to the patient workflow as user was able to remove medication from another station. There were no adverse events or injuries reported based on this incident.